Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that patient data was previously not displaying correctly on the device. The technical support specialist (tss) remoted into the server and verified patient records. Confirmed patient was correctly listed as admitted since (B)(6) 2026. Coordinated with pharmacy to validate patient visibility on the device, temporary patients were created as a work around, once admit discharge transfer (adt) feed was restored, patients appeared correctly. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server one patient was not appearing on any pyxis stations. The customer stated that nursing staff must enter the patient as a temporary patient in order to retrieve medications for that patient. The issue was impacting normal medication dispensing workflow across all pyxis stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.